Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information was received from the patient who stated that they did not report any difficulty with spiking process related to the connection issue. The reported problem was not confirmed and the cause could not be determined.

Event description:
A caregiver(cg) reported to baxter a connection issue related to a disposable cassette found during use. The cg stated that they had lot of problems with spiking process (spike on to the lines) in some cassettes corresponding to their last delivery. There was no patient injury or medical intervention indicated at the time of the initial report. .